Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for evaluation. The device history records were reviewed and there were no unusual findings that relate to the reported adverse event. Iritis is listed as a potential adverse event in the device labeling and is considered a known inherent risk of cataract surgery. It should be noted that the patient has a history of idiopathic iritis in the fellow eye. (B)(4).

Event description:
A surgeon reports that his patient had uneventful cataract surgery with istent implantation in the left eye. Postoperatively, the patient has had recurrent iritis in the operative eye. The initial onset occurred on (B)(6) 2013, then mild flare was observed on (B)(6) 2013, with a third flare on (B)(6) 2013. The patient was a steroid responder, which further complicated the postoperative course. The surgeon performed gonioscopy to look for retained lens fragments but found none. The patient was removed from all prostaglandin eye drops and stated on topical nsaids. Explantation of the stent is being considered. The surgeon discussed the case with the glaukos medical monitor and it was revealed that there was peripheral anterior synechiae near the istent. If it becomes an issue later, laser iridoplasty will be considered. The istent was confirmed to be in good position with no iris touch. The event is being reported on the basis of unknown etiology.